Event description:
New information received indicated that patient was asymptomatic. No programming changes have not been made yet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely a transmission with stored non-sustained rv oversensing episodes. The device exhibited post-paced t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed.